Event description:
It was reported by the patient that this inflatable penile prosthesis (ipp) auto-inflated while hiking. The patient plans to be seen in-clinic. No patient complications were reported.